Manufacturer narrative:
The reported field event of no communication was confirmed in the laboratory and was due to premature battery depletion. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that merlin.net transmission reported the ICD to be at eri. When the patient was brought into the clinic, the device was at eol. At device change-out, no communication could be established. The device was successfully explanted and replaced with no additional complications.